Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to an issue with the battery assembly. During testing, it was observed that the voltage of the battery would drop substantially, when put under a 11 ohm load. One of the battery cells was found to be depleted further than the other cells. The device itself was found to function normally during testing. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a patient event, the device lost power when attempting to deliver defibrillation energy to the patient. The patient was reported to have collapsed at home and his wife did witness the collapse. The local police arrived within three (3) minutes, started CPR and attached their AED. The police department's AED shocked the patient two (2) times and during the third analyzation of the patient's rhythm, the defibrillation electrodes came loose from the patient's chest due to a large amount of chest hair. The customer arrived soon after, shaved the patient's chest and attached their lifepak 1000 device. The customer reported that their device was giving the "ok" message on the readiness indicator and also indicated full battery life (4 bars). When the device was charging for a defibrillation shock, the device lost power. The customer reported that as the device was charging, the battery life went from 4 bars to 0 bars. The customer powered the device back on and again, the device lost power when attempting to charge the defibrillation energy. The customer then reconnected the police department's AED and shocked the patient again, which converted them to a normal rhythm. The patient was then transported to the hospital for continued care. The patient was reported as being deceased two days after the event. The cause of death is unknown.